Event description:
The pt's attorney alleges that on an undisclosed date the pt underwent surgery that included a posterior lumbar fusion (plif) from "l3-s1 with decompression, laminectomy, and medial facetectomy and foraminotomies was performed. Pedicle screws were placed at l3, l5, and s1." It is alleged that some time following the surgery "two defective titanium screws placed at the s1 level broke and subsequently had to be surgically removed." No explant date is given. It is also alleged that as a result of the "incident", the pt sustained bodily injuries, which were not described. No other details were mentioned.

Manufacturer narrative:
A review of the device history records cannot be performed without additional device info. Without return of the device or associated records, it is not possible to ascertain a cause for the reported event.